Event description:
It was reported that there was possible far field r-wave (ffrw) oversensing on the right atrial (ra) lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).